Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that after the surgeon fired the first clip, the jaws would not release off of the tissue. The surgeon jiggled the instrument and turned the rotation knob back and forth and it finally released. The surgeon then tried to fire a second clip and the clip would not advance. A second clip was pulled to replace the misfired clip applier. This event was reported by the circulating nurse and the scrub technician.